Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. A component in the electrical circuitry was found shorted and physically altered which caused the programmer not to switch on. Laboratory analysis was able to confirm the field allegation. The programmer was repaired.

Event description:
Boston scientific received information that this programmer suddenly switched off. This programmer was returned. No adverse patient effects were reported.